Event description:
With heparin, and via 7 french pinnacle destination crossover sheath, we crossed the occlusion with the assistance of the angio safe chronic total occlusion crossing device. Per protocol we perform intravascular ultrasound. Very importantly, this demonstrated extreme soft plaque/thrombus. Accordingly, we changed our plan. Initial plan had been chocolate balloon atherectomy followed by supera interwoven stent treatment. Instead, we facilitated with gentle angioplasty with a 4 x 40 balloon, followed by primary placement of a viabahn 7 x 100 covered stent graft. We post dilated this with the 6 x 40 chocolate which we had opened are ready. However, after the 2nd inflation, the balloon became stuck despite multiple negative aspirations. On inspection of the balloon, the nitinol cage was not present. This is extremely hard to see fluoroscopically. We used intravascular ultrasound to find this. The device was snared multiple times. However, is very difficult to get into the sheath despite multiple, multiple maneuvers and then it would migrate. Ultimately, it was in a large segment of the proximal right sfa. The overall risk/benefit ratio was felt to favor crushing this in place with a strong radial force interwoven stent. Guided by intravascular ultrasound the stent was crushed with a 6 x 20 balloon for several inflations, followed by placement of a supera 7 x 60 interwoven stent, post dilated with a 7 mm balloon. Following this, we reinforced the viabahn stent graft with a supera 7 x 100 interwoven stent, post dilating this with 7 mm balloon. Final intravascular ultrasound was performed from the right external iliac artery to the distal right peroneal artery, with widely patent vessels and no cage fragments. Final runoff angiograms demonstrated excellent result with 2 vessel runoff. There is 8 french angio-seal left femoral artery with good hemostasis and good pulses. FDA safety report ID# (B)(4).